Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for routine follow up. Upon device interrogation, the implantable cardiac monitor exhibited post-sensed t-wave oversensing. The device was reprogrammed and the patient would be continued to be monitored.